Event description:
The dr stated within minutes of putting on the glove, she felt like her hands were in hot water. She developed chest tightness and tachycardia. She took the gloves off and washed her hands, but that did not help. She was in the or, and was able to complete the case. However, the anesthesiologist did give the dr IV steroids there in the or. This was the first time she had tried using this glove. She further stated that her entire body was red for 2 days, and that she had a rash on her back and chest. She also stated that her throat had swelled up, and that it took 6 days for everything to clear up. She is fine now. Over the course of this she took a total of 125mg of benadryl and 10mg of zyrtec. She is not allergic to latex. The dr did state that prior to using the glove she had had problems with loosing the pigment on her right hand, but that the pigment is back now.